Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 165 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified; however, based on the analysis, the alleged minimum fill notification issue could not be verified.